Manufacturer narrative:
Registered internally as complaint (B)(4), for further investigation by manufacturer. The attending physician indicated that patients were sent home with a balm called flamigel the complaint came to natus (B)(4) as a result of another natus sister facility complaint. The customer completed a questionnaire stating they were seeing skin irritation after eeg monitoring. The customer added (B)(4) part 019477500 to the questionnaire response. We have reached out to the customer on three additional occasions to ask for information and have not received a response. The customer is located in the netherlands. The customer did indicate in the original questionnaire that certain glues and removers were used on the patients, but did not indicate what was being used between the electrode and skin as a conductive, which often impacts skin irritation.

Event description:
Electrode size wounds are sometimes found after removing eeg-monitoring electrodes.